Event description:
It was reported that during an infusion set change, the caregiver removed the paper backing from the adhesive and inadvertently pulled the teflon infusion site off the needle, after which they used another infusion set and completed the supply change with assistance, and insulin delivery was resumed; the event involved the infusion set component and reflected an incorrect procedure during deployment or connection. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a user usage problem consistent with incorrect procedure during infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.